Event description:
It was reported that an occlusion alarm occurred resulting in the customer going to the emergency room. The customer could not provide the date but stated it occurred sometime in the last 6-7 months. Multiple attempts were made to obtain additional information; however, no response was received from the customer.